Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV pump 1000ml at rate of 75 ml per hour infused in one hour.